Event description:
It was reported that post a stenting treatment procedure a myocardial infarction occurred. In (B)(6) 2009, a 2.75x20mm taxus liberte stent was implanted in an unspecified lesion. In september of 2011, the patient experienced a myocardial infarction. Afterwards, the patient remained in the hospital for one month and took part in rehab. No additional patient complications were reported.

Manufacturer narrative:
If implanted, give date: (B)(6) 2009. Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).